Event description:
Six months after cochlear device implantation, this pt presented with a skin flap infection. The chronic inflammation and skin breakdown eventually led to the extrusion of the receiver/stimulator component. Consequently, the device was explanted in 2003 and the pt was reimplanted with a new device in the contralateral ear.